Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). H11: the actual devices were not available; however three (3) photographs of the samples were provided for evaluation. The photographs were visually inspected and a black, loose particulate matter located outside the fluid pathway inside a sterilized pouch was observed. The reported particulate matter inside the fluid pathway was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (hair) was inside the fluid channel of two (2) minicap transfer sets. This was detected during prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.